Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient noticed a return of pain symptoms this spring.¿she denies any falls or trauma.¿checked her impedance on (B)(6) 2021 and found all contacts on the 0-7 (left) lead >10 ,000.¿patient was reprogrammed using only the functional (right) lead. Plan is to assess programming changes after the patient has had time to evaluate the new groups. It is unknown if the event resolved. Additional information was received from a manufacturer representative (rep). It was reported that the rep called the patient on 8/5/21. The patient stated she is unsure if the reprogramming was successful. The patient said she wanted a few weeks to try it. Additional information was received from a manufacturer representative (rep). It was reported that the rep was able to follow up with the patients physician who stated the patient reported minimal relief. The plan is the patient to have a revision, which is not scheduled yet.